Manufacturer narrative:
The investigation has been completed and the section h codes have been updated to reflect this. H3 other text: the customer did not make the device available for evaluation.

Event description:
It was reported that the stretcher would zoom in reverse when the user attempted to zoom forward. There was no patient involvement.

Event description:
It was reported that the stretcher would zoom in reverse when the user attempted to zoom forward. There was no patient involvement.